Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the capsule separated and partially open. The nose cone was slightly bent and the handle was intact. The capsule was completely separated/severed at the proximal end of the capsule. A small void was observed on the capsule at the distal end. The polymer was observed to be damaged at the distal end of the capsule and a small section of the nitinol frame was visible through the capsule polymer material. A white mark/discoloration was observed along the capsule. Voids were observed along the distal section of the capsule. The inner member shaft was observed to be curved. A kink was observed along the proximal end of the inner member shaft near the spindle hub. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the investigation is in progress. Results will be submitted upon completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into difficult patient anatomy, the delivery catheter system (dcs) had difficulty entering the right access site. With push and torque, the dcs passed the left stenotic iliac artery. Prior to deployment, misalignment of the dcs and capsule were noted via fluoroscopy. Once positioned for deployment, the valve was unable to deploy. The dcs was withdrawn from the body. Upon inspection, it was noted the capsule was separated from the proximal end that contained the valve. The nose cone was attached to the dcs by the core channel for the guidewire with the capsule flanged onto the nose cone. Subsequently, a non-medtronic valve was implanted. No adverse effects were reported.

Manufacturer narrative:
Conclusion: prior to deployment, it was reported that there was ¿misalignment of the delivery catheter system (dcs) and capsule¿. The reported misalignment may be describing to a capsule buckle event which causes a deformity at the proximal end of the capsule. It was reported that the valve could not be deployed. This is consistent with capsule buckling events; when the handle turned the capsule does not deploy as normal, and instead the capsule may separate. Capsule buckle typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force may be experienced when the valve is loaded incorrectly. It was reported that, upon removal, they noted that the capsule of the dcs had separated. This is consistent with capsule buckle events, outlined above. The compressive forces initiate a capsule buckle which can then result in a fracture in the capsule frame, and subsequently upon retraction the capsule separates. Voids were observed on the capsule, which indicate delamination between the outer polymer and the capsule nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. A kink was also observed along the proximal end of the inner member shaft near the spindle hub. The description of the event does not indicate that this damage occurred during the reported issue. This damage most likely occurred during removal of the valve from the dcs at the back table. The polymer was observed to be damaged at the distal end of the capsule. This damage may have been caused by an interaction between the dcs and an introducer sheath, or could cause by an interaction between the dcs and calcified patient anatomy. The source of the damage could not be confirmed based on the information received. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.